Event description:
The patient was transported to the hospital by ambulance. The emergency room physician reported the device (not approved in the us) "was not working by using a surface ECG." The physician reported that interrogation of the device showed pacing artifacts with rate of 200 to 220 per minute followed by external defibrillation. This increased pacing rate "can be explained by passive vibrations of the pacemaker sensor during the cardiopulmonary resusitation. The patient is reported to have died. Additional information received reported the autopsy found the cause of death to be pulmonary embolism.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. Proximal segment returned and analyzed. No anomalies found. Proximal segment returned and analyzed. Other: the patient was transported to the hospital by ambulance. The emergency room physician reported the device (not approved in the us) "was not working by using a surface ECG." The physician reported that interrogation of the device showed pacing artifacts with rate of 200 to 220 per minute followed by external defibrillation. This increased pacing rate "can be explained by passive vibrations of the pacemaker sensor during the cardiopulmonary resusitation. The patient is reported to have died. Additional information received reported the autopsy found the cause of death to be pulmonary embolism. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn.